Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device replacement procedure, a tear in the insulation of the right ventricular (rv) lead was noted. The insulation was repaired and the lead tested with normal measurements. The lead remains in use. No patient complications have been reported as a result of this event.